Event description:
Event description guidant received information that there was a coronary sinus vessel disection during the implant procedure. It is believed this balloon catheter may have caused the discection.